Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the bifurcated stent graft was deployed about 8mm below the lowest renal and has a type I endoleak. The physician deployed a 36mm cuff to resolve the endoleak. A small endoleak (partial type I or ii) remains. There was no further intervention. The physician will monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).